Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the display controller board to fix the issue. The fse then performed all functional and safety tests to factory specifications and then returned the iabp to the customer for clinical use.

Event description:
The customer reported the cs300 intra-aortic balloon pump (iabp) had a monitor related issue. This event occurred during use; however, no death, injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted upon completion of evaluation.

Event description:
The customer reported the cs300 had a monitor related issue. It is not known under which circumstances this event occurred; however, no death, injury or adverse event was reported.